Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2014-81714.

Event description:
Customer reported hospitalization due to coma caused by low blood glucose. The paramedics were called. The blood glucose reading was 20 mg/dl. Customer overdelivered insulin during a manual bolus. Customer was having issues with her sensor needle, it bent and did not penetrate the skin. Nothing further was reported.